Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Added: h6 (patient). H6 patient code: no code available (3191) was used to capture joint instability and atrophy.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney.

Event description:
Right revision to address pain, instability, quad atrophy and quad weakness, effusion, and loosening of the tibial component at the implant/cement interface. There was wear with grooving and pitting to the underside of the rotating platform. There were cracks in the cement and a small crack in the medial condylar region, not complete, but consistent with probable stress fracture. Patella was noted to be overstuffed.

Manufacturer narrative:
UDI: (B)(4). (B)(4) used to capture medical device removal and surgical intervention.

Event description:
(B)(4) and medical records alleges tibial loosening at the bone to cement interface.